Event description:
It was reported that (1) device was used during a rectum procedure. It was reported by the affiliate that the ax55b fired malformed staples. There was no consequence to the pt. Two sterile unopened devices are also being sent back for analysis.